Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure were they performing? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, el5ml scissoring when the clip is deployed. The clip would be ok for about 3 fires, then one would scissor.

Manufacturer narrative:
(B)(4). Additional information received: what procedure were they performing? Lap chole. How was the procedure completed? A new device was opened. Was there any patient consequence? If yes: please explain the patient consequence? Unknown. How was the patient consequence resolved? Unknown.